Event description:
A nurse reported during a case, the unit performed an automatic shut down and reboot. This event occurred during a case with a 3-year old pt where the use of anterior vitrectomy probe was being used to perform cataract surgery. The nurse stated there was no pt impact and less than a 5 minute delay occurred to reboot. No samples were saved.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported issue. These were also no system messages found in the event log. The system was tested and met all product specifications. (B)(4).